Event description:
A phlebotomist stuck her right finger after attempting to engage the shield. Employee sent to the emergency room and then went to employee health for post needlestick exposure treatment. No medical intervention was required other than first aid.